Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
On (B)(6) 2025, a 61-year-old male with an impella 5.5 circulatory support device in place experienced an alarm stating ¿purge fluid not detected.¿ the alarm appeared on the system display while the pump was being primed. Standard troubleshooting was performed, and no kinks or obstructions were identified in the purge line. The purge cassette and purge fluid were replaced. Following these steps, a ¿purge pressure high¿ alarm appeared. The alarm appeared to have resolved and device flow remained stable.

Event description:
Additional information indicates that no interventions were performed.

Manufacturer narrative:
Additional information has been provided in b5 (event description). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Failure to detect purge cassette, pump or catheter: the cause of failure to detect purge cassette, pump or catheter cannot be determined since no product was returned and insufficient clinical details were provided. Priming problem: the cause of priming problem cannot be determined since no product was returned and insufficient clinical details were provided.